Manufacturer narrative:
Product analysis summary: the stent has moved distally on the balloon and was not positioned on the balloon between the markerbands as per specifications. Deformation was evident to the 1st- 23rd distal stent segments with struts bunched and stretched. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a severely tortuous and severely calcified lesion with 95% stenosis located in the left main (lm) coronary artery. The device was inspected with no issues. The lesion was pre-dilated. Excessive force was not used during delivery. The device did not pass through a previously-deployed stent. It was reported that the lesion was pre-dilated however the device failed to cross the lesion, the procedure was completed using another medtronic device. Patient status post-procedure is alive with no injury. Device analysis has shown stent deformation and stent displacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.